Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section e1 (name and email). Device evaluation: the device was returned to zoll medical canada; the customer's report was duplicated and the main board was replaced to resolve the report. The device was re-certified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.